Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, possible under delivery anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed and customer reported a short battery life or a low battery alarm , possible under delivery anomaly. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, active current test, sleep current test and the dat test at 0.0871 inches. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. No over/under delivery anomaly noted during testing. In further full review of the pump history on the event date of 03-jun-2024 found bolus deliveries of 0.925u at 03:42:23, 0.375u at 04:42:01 and 0.4u at 07:37:01. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case. In conclusion, customer allegation for pump under delivering and charge/battery lasts less than expected were not confirmed during full functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.